Event description:
It was reported that when the over pouch of the minicap the sponge was dry. The event occurred before the minicap was used. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review of lot 13g04h15 will be performed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The received sample was not the actual sample used by the patient reported in this event. As the sample was not returned, a complete device evaluation could not be performed. A CAPA was referenced for this issue. Should additional relevant information become available, a supplemental report will be submitted.